Manufacturer narrative:
.

Event description:
It was reported the pt underwent a cervical laminectomy lead placement in 2008. Following lead placement the pt was not getting good pain control. The pt received oral medications. When the stimulation was turned up to the highest setting it still did not help. The pt underwent revision of the lead two months later, but was still not getting therapeutic effect. It is unk if the lead was replaced or repositioned. Approx ten days later the pt was seen for reprogramming. There were no further issues with the system and the pt was getting good stimulation following the reprogramming.